Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately delivered a shock due to noise and oversensing. X-rays were performed to assess electrode position which was appropriate. Reprogramming of the system was performed. This system remains in service. No adverse patient effects were reported.